Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/14/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touch screen was not functioning. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27nov2018. Date of manufacturer: 26nov2018. Philips field service engineer (fse) replaced the touch frame to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Manufacturer narrative:
Date of report: 27nov2018. Date of manufacturer: 26nov2018. Philips field service engineer (fse) replaced the touch frame to resolve this issue. The device successfully passed performance specification testing after the repair was completed.